Event description:
It was reported that before an unknown procedure, the shaft is too stiff. Unknown how case was completed. There were no adverse consequences for the patient. One device will be returned.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad damaged, melted and 100% present. The device was connected to a test handpiece and gen11 and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. It is possible that the reporting smoke was generated by the tissue pad being melted.

Manufacturer narrative:
(B)(4). The device was received with the shaft bent. Upon inspection it was noted that the ¿barrel¿ had detached from the ¿barrel sleeve¿. The instrument was tested for continuity and was found to be conforming. The device did connect to a test handle, when disconnected the barrel would come off and it had to be removed manually from the test handle. Due to the condition of the shaft, there was difficulty when translating the sheath. No conclusion could be reached as to what caused this issue.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.